Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see section h.10.

Event description:
It was reported that a needle clog occurred during use with a needle precisionglide 30x1/2in. The following information was provided by the initial reporter, "customer reports that he bought 2 boxes with 100 units. The first box of the 100 needles, at least 60 came clogged. In the second box lost at least 14 needles."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle clog occurred during use with a needle precisionglide 30x1/2in. The following information was provided by the initial reporter, "customer reports that he bought 2 boxes with 100 units. The first box of the 100 needles, at least 60 came clogged. In the second box lost at least 14 needles."